Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 7071354.

Event description:
It was reported that the patient developed an infection at midline incisions and ipg site. Symptoms of swelling was noted. The patient underwent a full system explant procedure. The explanted devices were not returned.